Event description:
Customer reported that "over the past few months" his "pdm is turning off and on and this has caused his bgs to go up." He reported that his "a1c went up over 1 point because of this." He further stated that he was "almost in a coma last night with a bg of 430 mg/dl." No product will be returned for evaluation.

Manufacturer narrative:
Since no product was returned for evaluation we are unable to perform an evaluation to determine any product malfunction that may have caused or contributed to the customer's high bgs. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." The user guide further warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualifications cannot be reviewed since no lot number was provided.